Event description:
It was reported that the water did not get cold on an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not get cold on an arctic sun device. As per follow up information received on 01nov2023. Service performed at customer location. The problem has been resolved. Mixing pump assy.(40307600) has been replaced. No patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Per biomed, I tested ttm by bypass mode. The water temperature of t4 was around 4~6. When I set the temperature as 4, the water temperature of t1 was not cool down. These symptoms are expected to be caused by a defective mixing pump assy. Mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Per biomed, the ttm bypass mode was tested. The water temperature of t4 was around 4 to 6 degree celsius. The temperature was set to 4 degree ceslsius, and the water temperature of t1 was not cooling down. These symptoms are expected to be caused by a defective mixing pump. The mixing pump was replaced. A DHR review is not required as the reported event is not an out of box failure and therefore, the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigations to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available h11 section a through f represents all of the known information provided by bd. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural updates to bd at this time.

Event description:
It was reported that the water did not get cold on an arctic sun device. As per follow up information received on 01nov2023. Service performed at customer location. The problem has been resolved. Mixing pump assy (40307600) has been replaced. No patient involvement. Symptoms were detected during the equipment inspection.